Manufacturer narrative:
The insulin pump passed prime and no delivery tests. No excessive "no delivery" alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer also reported high blood glucose 500 mg/dl. The customer stated that they changed the infusion set more than once. Troubleshooting was performed. The insulin did exit. The insulin pump was returned for analysis.